Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect additive quantity as all samples met specifications. Additionally, 20 retention samples were evaluated by functional testing were and no issues were observed relating to incorrect additive quantity as all samples met specifications there were no related quality issues during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® 9nc 0.109m plus blood collection tubes a study done of the amount of additive shows that there was an excessive amount in 17 vacutainers. The following information was provided by the initial reporter: the new bd 1.8 ml tubes with the higher level of magnesium in the stopper were checked to see if the correct volume of citrate was present in the tubes. For practical purposes we have confirmed that 100 ul trisodium citrate does equate to 0.100 g. The following procedure was conducted to confirm the amount of trisodium citrate present in the tubes: two trays of the new higher magnesium stopper tubes were supplied by bd and 13 randomly selected tubes from each tray were selected and weighed by two different scientists. The tubes were then centrifuged and the trisodium citrate was removed and the tubes dried in an incubator. The lid and the tube were labelled to ensure the same lid was replaced onto the same tube after the drying process. The empty tubes were then independently weighed again by two different scientists. The difference in the weights, before and after removal of the trisodium citrate, was equivalent to the volume of trisodium citrate present in the original tube. The findings for the new tubes were: from the 26 new tubes that were weighed independently by two scientists, only 9 were found to have the correct volume of trisodium citrate. The other 17 tubes were found to be on average overfilled by 19 ul (range 17 ¿ 19 ul). Our range was of acceptance was 10 % from 180 ul i.e. 162 ul to 198 ul 17 tubes had 199 ul of trisodium citrate. 7 tubes had 198 ul of trisodium citrate. 2 tubes had 197 ul of trisodium citrate.